Event description:
It was reported that several hours after insertion of the intra-aortic balloon, it was noted that there was no ap waveform. When aspirating, air seemed to return, but blood backflowed. The intra-aortic balloon was removed and replaced with no patient complications.